Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a right atrial lead that exhibited noise over-sensing. The noise was reproduced with isometrics. No intervention was performed. There were no patient consequences.